Event description:
It was reported that a malfunction alarm occurred with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump and it began working.